Manufacturer narrative:
The customer performed their own troubleshooting over the phone with beckman technical support and replaced the buffer syringe to resolve the issue. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high patient results on ion selective electrode sodium, potassium and chloride on their au680 clinical chemistry analyzer. The customer repeated the patient samples with normal results. The customer did not release the high results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.